Event description:
The consumer reported her humidifier was creating "white dust" in her daughters room where the unit was running. She alleges the dust caused her daughter to begin wheezing resulting in the child being prescribed medication. The "white dust" occurs in a few instances where hard water is used in this type of humidifier. There are no reports of the white dust causing breathing problems.